Event description:
(B)(4). It was reported that post stenting treatment procedure, a stent fracture occurred. The patient was initially admitted through the emergency department in (B)(6) 2013 for an acute posterior fossa infarction that was multifocal in distribution involving lobes of the cerebellum, after experiencing loss of vision and dizziness at home. The patient was diagnosed to have a ulcerative lesion of the right subclavian artery. The lesion showed a stenosis of the right subclavian artery. However, the patient did exhibit a subclavian steal and an acute ulceration. Angioplasty and a 6.0x30x75cm express ld iliac / biliary stent was implanted at the subclavian artery with lesion satisfactorily covered. Patient released on orders of plavix and aspirin for at least three months. Approximately six weeks post procedure patient returned after experiencing loss of peripheral vision on the right. Angiogram of the right subclavian artery demonstrated that the stent had fractured causing a repeated stenosis at the right subclavian artery. Another stent was deployed overlapping the previously implanted 6.0x30x75cm express ld. The procedure was completed. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).